Manufacturer narrative:
(B)(4). Concomitant medical products: vanguard ps open box femoral interlok, catalog # 183128, lot # unknown. Vanguard dcm ps plus tibial bearing, catalog # 183746, lot # unknown, unknown vanguard patella, catalog # unknown, lot # unknown. Customer has indicated that the product will not be returned because it remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filled for this event: 0001825034-2018-04882, 0001825034-2018-04884, 0001825034-2018-04887.

Event description:
It was reported the patient underwent a left knee arthroplasty. Subsequently, the patient was found expired in the extended care facility three days post implantation. Etiology is unknown; however there is no indication the cause of death was related to the procedure or product.